Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cleo infusion set has a visible needle that was bent. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd cleo infusion set was returned for investigation in unused condition. Visual inspection detected needle bent in the unit returned. Customer stated issue was confirmed. Problem source was identified as manufacturing.